Event description:
Three different lap coles - "once the procedure ended, some time afterwards the pt went back to the operating room, because he/she was bleeding due to the clips did not close properly and did not clip the artery properly.

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.